Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the malfunction noted in section b5, the following findings were discovered; the water tightness was lost due to damage on switch one, the suction cylinder had no color, the right/left knob had discoloration, the grip was shaved, the flexibility adjustment ring had a scratch, the switch two had a cut, the expected insulation capacity could not be obtained due to a cut on heat shrinking tube of forceps elevator lever, the scope connector case unit had a scratch, the plug unit had corrosion due to water leakage, the scope connector cover unit had corrosion due to water leakage, the label on scope connector was damaged, the water tightness was lost due to a chip on distal end, the insulation resistance value at distal end does not meet the standard value due to adhesive peeling on bending section cover, the play of up/down knob was out of the standard value due to wear of angle wire, the image guide protector was damaged, the light guide bundle had breakage, the objective lens had a crack, the light guide lens had a crack, the adhesive on bending section cover had a crack, the connecting tube had a cut, and the universal cord had a wrinkle. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had a broken light lens, curled connection sheath, and problems on instrument angles. The issue was found during maintenance. There was no patient involved. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the air/water tube has foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that was not conducted properly due to leakage from switch button one (sw1) and the distal end. A further cause of the leakage could not be presumed. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.